Manufacturer narrative:
One r2p destination slender was returned for product evaluation. The returned product included the sheath. The sample was subjected to visual inspection and dimensional testing. The length of the returned product was measured to be 53.7cm. The length specification for the sheath is 118.5 +0.5cm/- 2.5cm. The coil on the sheath was cut at 46.6cm. The pfte inner lining was observed to be flattened after the coil ended. The sheath shaft was found to be accordioned from 41.0cm to 44.0cm. There were pinches observed on the shaft from 21.5cm to 22.2cm and 32.6cm to 33.3cm. The strain relief was found to be present near the hub. The tip of the sheath was not returned and the pebax outer jacket was observed to not be present which led the coil to unravel from 42.7cm. The sheath also showed signs of stretching along its shaft. The complaint can be confirmed for mechanical separation. The exact root cause cannot be confirmed. The likely root cause is the user pulled the device while facing resistance. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea/hbrt.

Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor completed the r2p case and then tried to remove the sheath. After the procedure the doctor did not reinsert the dilator prior to removal. After several attempts to sedate the patient with anti-spasm cocktail the sheath still would not come out. The patient was sent to surgery to remove the sheath via cut down. During the procedure the doctor forcefully removed the sheath and it severed. All of the sheath was recovered. The patient condition was good. The outcome of the procedure was good. Additional information was received on 20sept2021. There was no resistance going in, only resistance coming out. The procedure performed was an iliac/superficial femoral artery (sfa) intervention. A maude database search conducted on 23sept2021 found a maude report number mw5103535. The event description states: "the sheath could not be removed from left radial artery. Physician tried to give sedation to relax the artery and it did not work. He then tried to insert the dilator and it would only go in part way. He then called for anesthesia to assist with relaxing the patient. Cardiologist attempted to remove the sheath with force. Vascular surgeon was contacted. Vascular surgeon arrived and tugged on the sheath and it eventually broke in half leaving about 3 cm of sheath hanging out of the wrist. Surgeon clamped the sheath and called for operating room team to begin a cutdown to remove the remaining sheath still in the left arm."